Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). Review of the device history record for 00515048200, lot number z000005677, identified no deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. However, this complaint is confirmed per the returned photo. The wire had been cut, which is known to cause a short circuit, which can cause the reported event. The reported event claimed that the battery pack exploded during surgery. It is known that cutting the wire can create a short circuit within the battery pack. The pulsavac IFU states, ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ CAPA (B)(4) is in process to directly address customers cutting the battery cable. The root cause of the battery pack exploding after surgery was due to the wire on the battery pack being cut, creating a short circuit within the battery and causing it to explode. The provided photo shows that the wire was cut and that the battery had exploded. The pulsavac instructions for use (pulsavac plus wound debridement system, rev. A) states ¿do not cut the battery pack cable. Cutting through the battery pack cable could lead to shock, excessive heat and/or sparks, and could result in fire and/or personal injury.¿ the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the battery pack exploded after surgery. No adverse events have been reported as a result of the malfunction.